Event description:
Medtronic received a report that the patient was undergoing treatment for arteriovenous malformation embolization. It was noted that the patient's vessel tortuosity was unknown. The access vessel was the femoral artery, with 7 mm diameter. It was reported that during the procedure a micro guide catheter (apollo) was advanced to administer the embolic fluid (onyx). During the passage of the fluid, the hub catheter fractured and caused a leak, allowing the substance to pass into the basilic and vertebral arteries. It was unknown if there any force applied while connecting the y connector or syringe to the catheter hub. The catheter was inspected or tested prior to use. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). It was unknown if there is any injury as a result of the event. No medical or surgical intervention needed to prevent a permanent impairment of a function, and the event did not lead to or extend patient hospitalization. It was unknown if patient had symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.